Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/6/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: the event stated that the piece of broken suture was removed from the patient and that there were no adverse patient consequences. Please clarify the statement: ¿was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: yes.¿ was medical intervention required for this patient? If yes, please explain and provide details: x-ray. Was the broken piece removed during the initial procedure? Yes. What was done to retrieve the broken piece? X-ray was used to locate where the fragment of the suture was in the subcutaneous. Was there any additional tissue damage as a result of searching for/removing the broken piece? No. Was additional dissection required in other organs/tissues other than the target tissue? Unknown. Please clarify the issue with the device: did the suture break? No. Did the needle break? Yes.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide lot number was there any change in the patient¿s post-operative care due to the prolonged procedure? Any patient consequences? The event stated that the piece of broken suture was removed from the patient and that there were no adverse patient consequences. Please clarify the statement: ¿was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: yes¿ was medical intervention required for this patient? If yes, please explain and provide details. Was the broken piece removed during the initial procedure? What was done to retrieve the broken piece? Was there any additional tissue damage as a result of searching for/removing the broken piece? Was additional dissection required in other organs/tissues other than the target tissue? Please clarify the issue with the device: did the suture break? Did the needle break?

Event description:
It was reported that a patient underwent a lap appendectomy on an unknown date and suture was used. During the procedure, the surgeon was closing the fascia when the distal 1/3rd of the suture broke off. The procedure was delayed. The piece of the broken suture was removed from the patient. There were no adverse patient consequences reported. Additional information was requested.